Event description:
As reported, approximately twelve years post left tka, the (B)(6) female patient's poly failed over time. During surgery, a piece of the trial broke off but was retrieved. There were no parts or pieces that fell into wound site. Implant was removed and replaced with 15mm implant, but was deemed too tight so it was removed and downsized to a 13mm ps poly implant. There was no surgical delay/prolongation. Patient deemed stable. Patient was last known to be in stable condition following the event. Provided images show the tibial insert has fractured.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00530.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken instrument reported was likely the result of impaction forces being applied to the groove during trialing and/or removal which led to the observed fracture. The most probable root cause associated with the reported event of "broken / non-functional¿ is associated with a partial or full-thickness crack in the device materials. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00529 and 1038671-2022-00530.